Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. It was noted that the right ventricular lead had poor r waves. The physician attempted to reposition the lead but the helix did not retract. The lead was explanted and it was noted that there was a considerable amount of tissue attached to the tip preventing the helix from moving. Since patient's right side subclavian vein was not patent, the patient was implanted with the upgraded system on the left side. The patient was stable.

Manufacturer narrative:
Correction: the type of the reportable event should have been malfunction rather than serious injury.